Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two tad ii guide wires are being reported under separate medwatch report numbers. Evaluation of the returned products found that while the brand name portion of the pre-printed label stock incorrectly indicated tad ii, all portions of the label that were printed for manufacturing were confirmed to correctly identify the product part number, name (tad), lot number, barcode, and the guide wire length and size. Additionally, the correct instructions for use were included with the tad device. A query of the complaint handling database for similar events found only these 3 reported products.

Event description:
It was reported that the product brand name on the device pouch label for three tad guide wires incorrectly indicated the devices were tad ii guide wires. The product number, product name, and other information on the labels correctly identified the products as tad guide wires, matching the actual product enclosed. The three devices had been issued to an abbott vascular account manager who noted the discrepancy. The products had not been provided to a user facility and remained in the sealed, sterile packages.